Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 225 units of insulin. The customer¿s blood glucose ranged from 108-176 (mg/dl). The customer reverted to an alternate method of insulin therapy.